Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not respond correctly to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.